Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained of not being able to get full extension and seemed to had problems getting full flexion. He had previously tried to do a soft tissue clean up and relieved her problem with extension and flexion. Since she had a 5mm poly he decided to remove her primary knee and take a larger tibia cut. He replaced with attune revision with stems and sleeves. He replaced with the appropriate size poly and checked for proper patella tracking. Doi: (B)(6) 2017, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.